Event description:
The patient underwent a trial procedure on (B)(6) 2017 where 4 leads (from the same lot) were placed. It was reported the patient passed away on (B)(6) 2017. The patient's physician consulted with the coroner and they do not believe the issue was related to the device or placement procedure.

Event description:
Further information received indicated the patient's physician stated the cause of death was determined to be mixed medication, obesity and hypoventilation.